Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage candlestick connectors. The system operates as intended.

Event description:
It was reported that after the customer heard a popping sound, the system was unable to display images; thus making the system unusable. The fse stated that this was an intermittent issue. There is no report of injury or death associated with the event described in this complaint.